Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b3: date of event has been estimated. Manufacturer¿s investigation conclusion: the reported events of a loss of external power and a backup battery fault alarm on the system controller (serial number: (B)(6) were confirmed via log file analysis. Log file data from the reported event dates of 14mar2025 - 19mar2025 was reviewed. On 14mar2025 at 16:35:51, power cable disconnect and no external power alarms activated due to both power cables being disconnected from external power at the same time. The alarms resolved when the power cables were reconnected to external power at 16:35:59. This sequence of events is consistent with dual disconnect of the power leads due to user error. The backup battery supported the system during this event as intended. At 08:50:13 on 19mar2025, a backup battery fault alarm activated due to the backup battery not passing its load test. The backup battery did not pass its load test due to the loaded voltage being under the acceptable threshold when compared to the unloaded voltage. The losses of external power and the backup battery fault alarm did not prevent the controller from supporting the pump as intended. The returned backup battery (serial number: (B)(6) passed functional testing without any issues or atypical alarms produced. The backup battery load test was initiated multiple times during testing and a fault was not reproduced. Provided information indicated that exchanging the system controller resolved the alarm. The system controller did not return for analysis. The root cause of the loss of external power was determined to be due to user error in both power cables being disconnected at the same time. The root cause of the backup battery fault alarm could not be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. The inspection testing data was reviewed for the event 11v battery (B)(6) and it was found that the battery passed. Heartmate 3 instructions for use (rev. G) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. G) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including no external power and backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use (rev. G) section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. Heartmate 3 patient handbook (rev. G) section 2 entitled ¿how your heart pump works¿ states that the 11v li-ion backup battery inside the system controller can provide enough power to run the pump for at least 15 minutes if the main power source is disconnected. Heartmate 3 patient handbook (rev. G) and heartmate 3 instructions for use (IFU) (rev. G) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a no external power alarm and an emergency backup battery (ebb) fault alarm with a 6-month-old ebb. An attempt to re-set the ebb was performed but was ultimately replaced. Log files were sent for review and revealed ebb fault alarms due to the system controller not passing the internal load test. A second review of the log files revealed low voltage events that appeared to be the result of normal battery depletion; however, the low voltage events were followed by a loss of external power event that appeared to be due to a simultaneous system controller power lead disconnection from battery power. The pump appeared to have operated within normal parameters and the patient remained ongoing with support. The ebb faults returned post replacement, which was the third ebb fault in 6 months. The patient's system controller was exchanged with no further alarms noted. This event was previously erroneously reported for a different patient under MFR #: 2916596-2025-02098.